Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. Review of the event log indicate the 10ml bolus tests were performed prior to the pump's return to smiths medical. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Functional testing to detect for delivery accuracy found the pump to be delivering within specification. The customer's complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.